Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error 104 and had blurry screen. The event occurred during setup. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section contains residual liquid, which means that the water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to adhesive of the tesu board causing error e104 and the cover glass of the insertion section contains residual liquid, which means that the water tightness is lost and the image occurred blurry. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.